Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead had some oversensing and noise noted. It is unknown what the source of the noise was, but it was believed to be diaphragmatic in nature. There was also a pause in pacing involving this lead that lasted longer than two seconds and resulted in a non-sustained ventricular tachycardia (nsvt) episode. There were no adverse patient effects from this pause in pacing and the lead has since operated appropriately. No additional interventions were required. The lead remains in service.